Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the gastrointestinal videoscope was being reprocessed in the oer-4/endoscope reprocessor device, the endoscope reprocessor had a sticky white substance on top of the cover. There were not reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the endoscope which was reprocessed in oer with a foreign material adhering to the lid was used in the procedure, could not be identified. The root cause of the subject event was unable to be specified. There may be a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the recognition of the subject facility. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor the field performance for this device.